Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the suction-cylinder had no color. Due to wear of the knob-wire, forceps lever has a play. Due to wear of angle wire, bending angle in up direction did not meet the standard value. The bending tube was deformed. The connecting tube had a scratch. The distal end had residual liquid. The adhesive around the objective lens had discoloration. There was corrosion around the left-arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the forceps instrument channels of the evis exera iii duodenovideoscope malfunctioned. Inspection and testing of the returned device found the distal end and air/water tube had foreign material. It was not possible to identify when the foreign material got stuck in the air/water-cylinder. The issue was found during a procedure. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer feedback. The customer provided response to the questionnaire regarding the presence of foreign material. It was stated there were no malfunction of reprocessing accessories. Pre-cleaning and manual cleaning were not delayed. Air/water (a/w) was flushed during pre-cleaning of the scope. Gigazym xtra detergent was flushed during manual cleaning of the scope. The scope was wiped / brushed the surface during manual cleaning. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) section: IFU states the detection method in tjf-q190v operation manual chapter 3 preparation and inspection IFU states the preventative measures in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope olympus will continue to monitor field performance for this device.